Event description:
It was reported the patient experienced pain, erosion, utis and other injuries and she has undergone additional surgeries and revisionary procedures. No additional information was provided.